Manufacturer narrative:
Material 306572, batch 3143950. The non-conformances were reviewed for this batch, and there were no possible non-conformances which could contribute to the complaint verbatim reported by the customer. As there was no physical sample or photograph available for analysis we were unable to confirm the defect and determine the root cause. If a physical sample is forthcoming, the complaint can be re-investigated and a complete analysis will be carried out.

Event description:
No additional information.

Event description:
It was reported that bd syringe 10ml saline xs packaging is ripped. The following information was provided by the initial reporter: description of product: syringe saline xs p/flush 10ml 30ea/bx 8bx/ca lot or s/n: n/a complaint category: damaged / broken reportable: no incident date: 20 nov 2023 hospital complaint reference #: details of complaint (reported issue): we received a product complaint regarding item also - posi flush pre-filled syringe 0.9% sodium chloride. When the end user opened the box the package was ripped on the back and the plastic overing was cracked open. This product is supposed to be sterile. The site affected is complaint noticed: prior to use problem frequency: 1st time. Patient injury: no. Qty affected: 1 ea. Samples available? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.